Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he was hospitalized following a pd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 due to an exacerbation of congestive heart failure. The patient went without a pd treatment for multiple days (exact number of days unknown) at home prior to this hospitalization due to an error message he could not clear on his home liberty select cycler. In another follow up, the patient indicated not feeling well during an attempted treatment and then went to the hospital. The patient is trained on manuals exchanges; however, the patient did not have manual pd supplies at home. As a result, the patient went into fluid overload that exacerbated his preexisting congestive heart failure. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler as well as hemodialysis (hd) on a hospital provided fresenius hd system (model unknown) through a temporary access placed in the hospital. It was explained the hd therapy was for therapeutic effect to reduce the patient¿s fluid systemically. The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s exacerbation of congestive heart failure due to fluid overload was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d..9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. System air leak test passed. Valve actuation test passed. An as-received treatment with reduced dwells was performed and passed with no issues. There were no visual discrepancies found during an internal inspection of the returned cycler.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he was hospitalized following a pd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (b)6) 2022 due to an exacerbation of congestive heart failure. The patient went without a pd treatment for multiple days (exact number of days unknown) at home prior to this hospitalization due to an error message he could not clear on his home liberty select cycler. In another follow up, the patient indicated not feeling well during an attempted treatment and then went to the hospital. The patient is trained on manuals exchanges; however, the patient did not have manual pd supplies at home. As a result, the patient went into fluid overload that exacerbated his preexisting congestive heart failure. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler as well as hemodialysis (hd) on a hospital provided fresenius hd system (model unknown) through a temporary access placed in the hospital. It was explained the hd therapy was for therapeutic effect to reduce the patient¿s fluid systemically. The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s exacerbation of congestive heart failure due to fluid overload was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he was hospitalized following a pd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 due to an exacerbation of congestive heart failure. The patient went without a pd treatment for multiple days (exact number of days unknown) at home prior to this hospitalization due to an error message he could not clear on his home liberty select cycler. In another follow up, the patient indicated not feeling well during an attempted treatment and then went to the hospital. The patient is trained on manuals exchanges; however, the patient did not have manual pd supplies at home. As a result, the patient went into fluid overload that exacerbated his preexisting congestive heart failure. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler as well as hemodialysis (hd) on a hospital provided fresenius hd system (model unknown) through a temporary access placed in the hospital. It was explained the hd therapy was for therapeutic effect to reduce the patient¿s fluid systemically. The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s exacerbation of congestive heart failure due to fluid overload was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.